Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device was not returned for evaluation.

Event description:
The customer reported the hz on this unit will bounce between 14.2-15.1 on the high end. Carefusion technical service sent a replacement panel meter. No further details were received regarding this event. Patient involvement was not detailed.